Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/05/2023 it was reported by a sales representative via sems that a 4040-000 calibrated drill broke. This occurred during a case on 06/02/2023. While drilling for a distal screw, the drill bit broke off inside the patient and could not be retrieved. The case continued on. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, and prying/leveraging the device during use.